Manufacturer narrative:
Eval summary: while the exact cause cannot be determined, it is likely that the package was subjected to forces greater than the package was designed to withstand during the distribution cycle. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the end of the hip stem was sticking out of the sterile inner container.